Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. As received, the charger was resetting and unable to charge a battery pack. Upon evaluation, there was contamination on the battery board and the u13 processor was shorted on the bedside board. The cause of the resets and inability to charge a battery pack is the contamination and shorted component. The cause of the shorted component is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that a patient's charger was not charging the battery packs.